Manufacturer narrative:
Manufacturer¿s investigation is still pending at time. Results and conclusions will be provided in the final report. B3: date estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled ¿comparative effectiveness and safety of angio-seal and starclose vascular closure devices: a systematic review and meta-analysis¿.

Event description:
This study compared the results of multiple studies involving starclose se and a non-abbott device. The intention of this study was to compare the complication rates involving starclose se devices versus the non-abbott devices. The rate of vascular complications were low in both groups; however for proglide, included the following: failure to achieve hemostasis, hematoma, pseudoaneurysm, and occlusion requiring the use of surgery. The article concluded that both devices were a safe and effective treatment for vessel closure. However, the non-abbott device had a slightly higher success rate over starclose se. Specific patient information is documented as unknown. Details are listed in the attached article, "comparative effectiveness and safety of angio-seal and starclose vascular closure devices: a systematic review and meta-analysis". No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part numbers and lot numbers were not reported, and the packaging was not returned. A definitive cause for the patient device interaction problem could not be determined. Based on the case information, a conclusive cause for the reported patient effects of pseudoaneurysm, occlusion, and hematoma, and the relationship to the product, if any, cannot be determined. The reported surgical intervention is likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. G3 correction: the initial report date received by mfg was 12/27/2024.